Event description:
It was reported that during a laparoscopic liver resection procedure the teflon pad on the first device came off during the case. The theatre team soon realized and changed it with another device. The teflon pad then became loose again on this device. A third device was used and this one remained ok. There were no clips or staplers present at this point for the device to catch on and both the scrub nurse and the surgeon are very well practiced with product. Used on a generator with latest software and a relatively new handpiece. No patient consequences reported. Procedure was prolonged by ten minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Device b additional information: batch # k9045w, expiration date: 12/22/2017, manufacturing date: 1/22/2013. Device (a) was connected to a test handpiece and generator and the device did activate during functional testing. The tissue pad was melted, detached but returned. Evidence of tissue pad in groove was noted. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use. Device (b) was returned with the tissue pad melted, partially detached and a portion missing. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.